Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4)

Event description:
A non-health care professional reported that during a trabecular stent implantation procedure there was an issue with a stent deployment. The procedure was not completed with another stent.Additional information has been requested but is not available at the time of this report.